Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc had foreign matter it was reported by the customer that excess lubrication is the defect here. Verbatim: rcc received a complaint via email. I was reviewing the latest list of lots and I do not see any complaints against lots: 4217745 no complaint in system 4327321 - added (B)(6) no complaint in system 5056292 - added (B)(6) no complaint in system 4265917 - added (B)(6) 22 gauge, 2 length 4304892 - added (B)(6) no complaints in system additional information: excess lubrication is the defect here.

Manufacturer narrative:
No samples or photos were returned for investigation. The assembly process of the cannula lubrication process was reviewed. The cannula is lubricated by dipping it into a silicone lube tank. During dipping, low air flow is blown through the cannula to prevent silicone flowing into the cannula. After dipping, the part is raised from the silicone lube tank followed by high pressure air blown through the cannula to remove the excess silicone. The catheter subassemblies are then set together with the needle hub subassembly. The assembled part then goes through a series of processes and loaded with the needle cover. There could have been silicone accumulated at the surface of the lube tank which might have transferred to the cannula surface during air blowing. After the catheter subassemblies are set together with the needle hub subassembly, given the silicone-like nature of the lube it is possible for the excess silicone to migrate to the cannula/catheter tip area during transportation or storage. To prevent this defect, revision of the procedure will be completed to include cleaning of the surface of the lube tank and surrounding areas every shift. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.